Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not available to determine the root cause of this event.

Event description:
Clinical trial same case as MFR #6000093-2007-01922, -01928. It was reported that post index procedure, the pt had a target vessel revascularization (tvr). One day prior to the index procedure, the pt had an episode of severe chest pain. In the ER, he was found to be in congestive heart failure and given nitroglycerin, morphine, and bumex, with improvement of symptoms. The pt was diagnosed with a non-st segment elevation myocardial infarction (mi). Target lesion 1 was a de novo lesion in the prox left anterior descending artery (lad). The lesion was 3mm wide, 25mm long, and 85% stenosed. There was mild calcification. The physician predilated the lesion prior to placing a 3.0x 28mm taxus express2 stent. Residual stenosis was 10%. The pt received a gpiib/iiia inhibitor, aspirin, and plavix during the procedure. It was noted that there was a short segment of 30-40% residual stenosis just proximal to the stent. No intervention of this lesion was undertaken. 3 days later, the pt returned of the cath lab for a staged intervention of the circumflex (cx).target lesion 1 was a de novo lesion in the mid/distal cx. The lesion was 3mm wide, 10mm long, and 85% stenosed, there was mild calcification. The physician direct stented the lesion using a 3.0 x 16mm taxus express2 stent. Residual stenosis was 10%. Target lesion 2 was a de novo lesion in the proximal cx. The lesion was 3.5mm wide, 10mm long, and 70% stenosed. There was mild calcification. The physician direct stented the lesion using a 3.5x16mm taxus exprss2 stent. Residual stenosis was 10%. There were no reported complications in either intervention and the pt was discharged one day after the staged procedure on aspirin and plavix. The pt was admitted on day 420 post procedure with chest pressure that had started the day before. There was also associated shortness of breath. Of note, the pt was still taking aspirin and plavix at the time of admission. ECG showed normal sinus rhythm, left axis deviation, left ventricular hypertrophy, and old inferior and anteroseptal myocardial infarctions of unk age. There was st-t changes secondary to lvh. The ECG revealed worsening r wave progression in the precordial leads compared to the august 2005 ECG. Chest x-ray showed increased vascular congestion. 425 days post index procedure, the pt underwent coronary artery bypass grafting as follows: lima to lad, svg to ramus, and svg to 3rd lpl. The pt recovered uneventfully until he experienced intermittent episodes of supraventricular tachycardia. His ICD interpreted this as ventricular tachycardia and fired a couple of times. His ICD was interrogated and adjusted. The pt was started on amiodarone which led to significant symptomatic bradycardia. The pt's pacemaker was " upgraded' to include atrial pacing. This was well-tolerated by the pt. The pt was discharged on 18 days after the reintervention on continued aspirin and plavix. Per the physician, each reintervention was not related to the taxus stent . In sept 2007, the clinical events committee determined a possible relationship between the tvr and the stents.